Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing signature knee guides on (B)(6), 2010. During the procedure, the distal femur cut was made and was more valgus than planned. Standard instrumentation was used to check the alignment. This caused a delay of greater than thirty minutes as a result. No further information has been provided to date.

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing signature knee guides on (B)(6) 2010. During the procedure, the distal femur cut was made and was more valgus than planned. Standard instrumentation was used to check the alignment. This caused a delay of greater than thirty minutes as a result. No further information has been provided to date.

Manufacturer narrative:
Supplier's evaluation found no relationship between the femoral knee guide and the adverse event. The complaint could not be reproduced and the produced guides met specifications. It was also noted that no tibial knee guide was manufactured due to a metal artifact located in the patient's tibia. (B)(4).